Event description:
It was reported that patient experienced five infusion set did not work properly that led to high blood glucose level treated by corrective bolus via pump event on (B)(6) 2026.

Manufacturer narrative:
E1: name: (B)(6), country: united kingdom, street: (B)(6). Initial 3 of 5: based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.